Manufacturer narrative:
Additional device information: activ.a.c.¿ therapy system serial number (B)(4) and unique identifier (UDI) (B)(4). Device manufacture date: activ.a.c.¿ therapy system: 15-oct-2019. Based on information provided, it cannot be determined that the alleged graft failure is related to the v.a.c.® simplace¿ dressing. Device labeling, available in print and online, states: continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Apply v.a.c. ® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient's skin graft was allegedly removed when the nurse changed the v.a.c.® simplace¿ dressing. On 06-feb-2020, the following information was reported to kci by the nurse: the graft was reapplied on (B)(6) 2020 and v.a.c.® therapy resumed. On 18-feb-2020, a device history record review for v.a.c.® simplace¿ dressing lot number 6829990v007 was completed. All end release testing of the product and packaging met specifications. A device evaluation of activ.a.c.¿ therapy unit is currently pending completion.

Manufacturer narrative:
MDR-3009897021-2020-00065 submitted on 26-feb-2020 noted the following: b3: date of event: (B)(6) 2020. B4: date of this report: 26-jan-2020. B5: describe event or problem: a device evaluation of activ.a.c.¿ therapy unit is currently pending completion. H3: device evaluated by manufacturer?: no: device evaluation anticipated, but not yet begun. Correction: b3: date of event: (B)(6) 2020. B4: date of this report: 26-feb-2020. B5: describe event or problem: the v.a.c.® simplace¿ dressing was not returned; therefore, a device evaluation could not be performed. H3: device evaluated by manufacturer?: no: other - device not returned.; not returned to manufacturer h10: corrected data: h3: other (code unspecified, describe in h10): the v.a.c.® simplace¿ dressing was not returned; therefore, a device evaluation could not be performed. Based on the corrections, kci's assessment remains the same; it cannot be determined that the alleged graft failure is related to the v.a.c.® simplace¿ dressing.

Event description:
The v.a.c.® simplace¿ dressing was not returned; therefore, a device evaluation could not be performed.